Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-04900. It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, concentric, de novo target lesion was located in the moderately tortuous, severely calcified, and 2.75mm in diameter distal left circumflex artery. A 2.75x38mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion despite using a buddy wire. After repeated attempts, it was noticed that the distal edge of the stent got damaged. A 2.75x32mm promus element¿ plus drug-eluting stent was then advanced but encountered a significant resistance. The stent did not reach to the desired position and was unable to be pulled out. The physician decided to deploy the stent in an unintended location. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks across the length of the shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-04900. It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 95% stenosed, concentric, de novo target lesion was located in the moderately tortuous, severely calcified, and 2.75mm in diameter distal left circumflex artery. A 2.75x38mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion despite using a buddy wire. After repeated attempts, it was noticed that the distal edge of the stent got damaged. A 2.75x32mm promus element¿ plus drug-eluting stent was then advanced but encountered a significant resistance. The stent did not reach to the desired position and was unable to be pulled out. The physician decided to deploy the stent in an unintended location. No patient complications were reported and the patient's status was stable.